Event description:
The customer reported discrepant high potassium when compared to repeat testing of the same sample on a laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested the necessary information and data files. Investigation will commence once they are received. The cause of this event is unknown.

Manufacturer narrative:
The customer was unable to provide the additional information and instrument for investigation. Without the requested information, the investigation cannot proceed and therefore the root cause cannot be determined. However, a review of the certificate of analysis was performed on the lot in use at the time of the event. The lot was performing as intended at time of product release. No product problem identified.